Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator assist reported that the patient was readmitted to the hospital with complaints of dark urine. Upon admission, the patient's urine color was noted to be normal however, the lactate dehydrogenase (ldh) and plasma free hemoglobin (pfhgb) levels were slightly elevated. The ldh and pfhgb levels went down although the patient was reportedly not treated. The hospital's primary diagnosis was hemolysis and it was suspected that the dark urine was due to dehydration. There was no report of alarms or changes in pump function.

Manufacturer narrative:
The patient remains ongoing on lvad support. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.